Manufacturer narrative:
Information was received that the issue occurred during set up with no delay noted. The customer replaced the touchscreen to address the issue. The customer reported that the defective touchscreen was discarded. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Event description:
It was reported that the ventilator¿s touchscreen was not working. There was no patient involvement. The investigation is ongoing.